Event description:
It was reported a spectrum pump had false air-in-line alarms. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported false air in line alarm was reproduced and confirmed through evaluation. The readings from the upstream sensor were below specification. This condition was caused by fluid intrusion into the upstream sensor. The failed upstream sensor was replaced.